Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the seal around the reservoir broke off. The customer stated that she went to refill the reservoir, and when she put the reservoir back into the pump it snapped off. The customer stated that the lip and the o-ring are not on the pump and nothing is holding the reservoir together. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off and test reservoir will not lock or click in place and missing the reservoir tube o-ring. The insulin pump also had cracked case at display window corners, battery tube threads, cracked reservoir tube, minor scratched and cracked display window.